Manufacturer narrative:
The subject device was not returned to omsc but returned to (B)(6) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(6) such as the pictures, and similar past cases, there was the possibility that the reported phenomenon was attributed to the stain invasion into the device from the gap on the adhesive around the light guide lens. The exact cause of the gap of adhesive could not be conclusively determined, there was the possibility that it was attributed to the physical stress, chemical stress, storage environment, or the aging deterioration, and so on. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(6) it was found that there was dirt (brown foreign object) inside the light guide lens of the subject device. There was no report of patient injury associated with this event.